Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 19-jun-2024 occlusion alarm occurred likely at site and the blood glucose level is high and the patient addressing the high blood glucose due to correction injection via mdi. No further information available.